Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant "did not fix properly."

Event description:
Patient reported left side implant "did not fix properly." Manufacturer of device is unknown. Device was explanted.